Manufacturer narrative:
Upon troubleshooting, customer found the cartridge chemistry (cc) syringe was loose and leaking. The customer stated that the syringe was due to be replaced and upon replacing the syringe, no further leaking was observed. (B)(4).

Event description:
A customer contacted beckman coulter (bec) reporting a contained cartridge chemistry (cc) sample syringe leak in the unicel dxc 800 pro synchron chemistry analyzer. The customer indicated that the instrument also intermittently generated "reaction rate low" and "blank rate" errors when running patients and controls for cartridge chemistry glucose. The customer was wearing personal protective equipment (ppe) consisting of gloves, a laboratory coat, and eye protection while troubleshooting. The material safety data sheet (msds) was not reviewed. The laboratory's exposure control/risk management plans are in place. There was no biohazard exposure to mucous membranes or open wounds. Medical attention was not sought. No erroneous results were generated in connection to this event.